Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had critical pump error with open book image on screen. Customer's blood glucose value was 118 mg/dl. The customer was assisted with troubleshooting. The customer stated that insulin pump was not turning off with customer holding the back arrow button down. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be return for analysis.